Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had a sudden loss of hearing sensation with the device in (B)(6) 2016. There is no history of a known accident or trauma; there is no swelling or redness on implant side. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation with the device since (B)(6) 2016. Therefore the patient stopped responding to sound too. There is no history of known accident or trauma and no swelling or redness on implant side.